Manufacturer narrative:
(B)(4). Date sent: 7/26/2021. D4: batch # u5el7p. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the closing trigger and anvil in closed position, with a 6r45b reload loaded in the device. The reload was received fully fired and with the cartridge deck damaged. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related an improper use of the device. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: pre-operatively, was the patient diagnosed with cholecystocolonic fistula? If not, what were the pre-op indications for surgery? Not known. What was the target tissue of the ets firing in the cholecystectomy? Not known. Is it the surgeon¿s normal routine to us the ets during a cholecystectomy? No, it is not. This clinic normally only uses ets in appendectomies. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Not known. How was the leak identified? Pre-operative: not known in detail other than that patient needed acute surgery 2 days post of initial cholecystectomy. Intraoperative during re-op; clearly visible. What was observed at the site of the leak upon reoperation? Like described earlier in complaint: fecal matter in abdomen and a clear and present leakage/hole in ets staple line. How was the leak addressed? Like a described earlier in complaint: right sided hemicolectomy with temporary stoma. Current patient status? Unknown . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, because of complicating stricture/fistula it was decided to use an ets stapler to create access to the cholecyst. First attempt to close the ats45 instrument was associated with unusually high resistance, but it could be closed. Then firing was also associated with an unusually high resistance but firing sequence was completed, and also with a slight unusual clicking sound at the end of knife advancement. But then the instrument could not be opened by conventional means. Our surgeon had to use external force upon jaws to open them ever so slightly then pulling back the instrument from tissue. This put a lot of pressure on tissue/staple line. Surgeon was worried that something was wrong with stapler/and that tissue/staple line could have been damaged during withdrawal, and therefore a new ats45 instrument from a different lot was opened and used in further stapling. However, the same reload lot was used. The second firing went through the exact same scenario: resistance in closing, resistance in firing (with clicking sound), not possible to open conventionally having to use external force upon jaws and pull back with extra stress upon tissue/staple line. After this the surgeon did not trust the staple line to hold and chose to use another stapling platform that functioned normally throughout the rest of the procedure. Surgeon tried with new stapling platform to remove all of the created ets staple lines and did so with most of it, but unfortunate could not remove all of the ets staple line without risking further injuring the patient. Subsequently the cholecystectomy was performed according to plan. Surgeon was very worried that ets staple line could lead to complications and even possible re-operation, which unfortunately became the case. Two days later, on saturday may 22nd patient underwent acute surgery for suspected leakage. Surgeon identified fecal matter in the abdomen and also identified a clear and present hole in the ets staple line. Surgeon was left with no other option than to remove a large part of the colon performing a right-sided hemicolectomy with temporary stoma that patient hopefully can reverse within a couple of months.